Manufacturer narrative:
The investigation comes to the conclusion that there is no indication for a device malfunction. Also the users have never attributed the mix up of the breathing hoses to a ventilator problem. An interchange of the inspiratory and expiratory limb has no effect on the pneumatic part of the ventilation and therefore no alarm of the ventilator can be expected. During the ventilation the humidifier ¿fisher and paykel mr850¿ was used. As a result of the mix up of the breathing hoses the humidifier was positioned in the expiratory instead of the inspiratory path. Therefore the warm and humidified air went directly to the expiratory valve and could not reach the patient. Also use of nitroxide therapy was reported. Nitroxide is administered via the humidifier. Therefore also nitroxide did not reach the patient. Reportedly the humidifier alarmed for low temperature (measurement near y-piece), but nevertheless the problem was not identified by users. The design of the nozzles is corresponding to the accepted standard for ventilators. The nozzles for connection of the breathing circuit are marked with arrows which show the gas flow direction. Furthermore the ports are marked with ¿insp.¿ and ¿exp.¿ on the housing. The correct installation of the hose system is described in the instructions for use of the ventilator as well as of the humidifier. The instructions for use of the ventilator includes the following hint: "caution - do not reverse the connections for inspiration and expiration. Humidification is ineffective if the connections are reversed." This is the second similar event globally and the first in australia which is reported for the babylog vn500 since it was launched more than 5 years ago. No device or instruction failure identified. No further measures are planned.

Event description:
Please see initial-report.

Manufacturer narrative:
No technical device malfunction reported. User error caused the event. Technical investigation on going.

Event description:
A ventilator was used with a fisher & paykel humidifier system. The humidifier was connected incorrectly to the ventilator. In/ex was interchanged. Therefore the patient was ventilated with dry air. It was reported that the patient was reanimated and died on day later.